Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The device was returned still loaded onto the customer¿s guidewire and attached to an encore inflation unit. A complete break was identified in the shaft polymer extrusion of the device distal to the guidewire exit port. The proximal section of device consisted of hub/manifold, hypotube and shaft. The distal section consisted of shaft, balloon, blades, markerbands and tip. A visual and tactile examination identified a complete break in the shaft polymer extrusion of the device, 1440 mm on the outer shaft and 1451 mm on the inner shaft distal to the strain relief. Multiple severe kinks and stretching damage was also identified along the length of the shaft. The shaft damage was so severe it extended down into the guidewire lumen which resulted in the guidewire becoming trapped inside the device. This damage identified is consistent with excessive tensile force being applied to the delivery system. During analysis, it was not possible to remove the guidewire from the proximal detached section of the device due to the severe damage on the shaft, however the guidewire was removed from the distal section with severe resistance encountered due to the shaft damage. A visual and microscopic examination of the shaft identified no issues that could have contributed to the complaint incident. The balloon was unfolded and had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The blood may have entered the balloon material when the shaft broke. A visual and tactile examination of the hypotube identified multiple kinks along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic investigation noted no damage to the tip or markerbands of the device that could have contributed to the complaint incident. A visual and microscopic investigation noted no damage to any of the blades. All blades were present and full bonded to the balloon material. No issues were noted with the shaft, tip and blades that could have contributed to the complaint incident. A DHR (device history record) review was performed and no deviation was found. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09904 it was reported that removal difficulties were encountered and guidewire fracture occurred. Vascular access was obtained at the brachial artery. The 80% stenosed target lesions containing a severe lesion bend were located at the moderately tortuous and severely calcified cephalic vein and median cubital vein. After a transend¿ guidewire crossed the lesion, a 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was advanced to dilate the lesion. Following dilation, during an attempt to remove the device, the catheter could not be pulled out as it was stuck in the lesion. It was noted that a portion of the balloon and a portion of transend guidewire became detached and was surgically removed. No further patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: additional analysis revealed that initial inspections of the balloon and markerbands identified that the balloon material was bunched over the location of where the proximal markerband should be positioned, however, the distal makerband was clearly visible. During the initial analysis, the investigator removed the guidewire from this section of device. The device was inspected and both markerbands appeared to be present, however the proximal marker band seemed to have moved proximally along the shaft which was assumed to have occurred when force was applied to remove the guidewire. However, to allow for further inspection the balloon and shaft was severely stretched out to remove the bunching and it was identified that the proximal markerband was not present on the shaft. The shaft was severely stretched down and this resulted in the proximal bond detaching from the shaft. Therefore, it's most likely that as a result of this severe shaft stretching that the proximal markerband detached and moved under the proximal balloon sleeve and rolled down the severely stretched broken section of shaft. No other issues were identified during the product analysis. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09904. It was reported that removal difficulties were encountered and guidewire fracture occurred. Vascular access was obtained at the brachial artery. The 80% stenosed target lesions containing a severe lesion bend were located at the moderately tortuous and severely calcified cephalic vein and median cubital vein. After a transend guidewire crossed the lesion, a 4.00mm/1.5cm/140cm small peripheral cutting balloon was advanced to dilate the lesion. Following dilation, during an attempt to remove the device, the catheter could not be pulled out as it was stuck in the lesion. It was noted that a portion of the balloon and a portion of transend guidewire became detached and was surgically removed. No further patient complications reported.